Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to corrosion and mold in/around the battery connectors and on the pins of the lcd connector located on pcba2. Unable to perform the displacement test due to the critical pump error. The unit was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.